Event description:
It was reported the stimulation did not cover pain any longer and patient had it removed. The patient recovered without sequela.

Manufacturer narrative:
Final analysis revealed the device and one lead had no significant anomalies and were functionally ok. Lead - lot# nkb011159n showed all or multiple conductors and wires were broken and pulled out of the outer insulation - 4.2 cm from the cut end. This was due to overstress and/or explant damage. The proximal end was intact and undamaged. The distal end of the lead was not returned.